Manufacturer narrative:
(B)(4). Returned product consisted of the spiroflex thrombectomy system. The effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft. It was also noticed that there a severe kink with the hypotube broken 37cm from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Functional testing was performed by placing the device in the angiojet console. The device would not prime and the ¿check saline supply¿ error was displayed, due to the broken hypotube causing an under pressure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 26 feb 2018. It was reported that a failure to prime occurred. An angiojet® spiroflex catheter was selected for a thrombectomy procedure. During preparation, the catheter would not prime. The catheter never entered the patients body. There were no patient complications. However, device analysis revealed a broken hypotube.